Manufacturer narrative:
Pt info: unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Lens work order search-no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, diopter -18.0 into the patient's left eye (os) on (B)(6) 2021. On (B)(6) 2021 the lens was explanted due to lens dislocation/subluxation. Reportedly, "during the operation the doctor found that the suspensory ligament of the patient was partially fractured before the lens was implanted. He thought that this situation would not affect the positioning of the lens so he implanted the ligament. However, the lens was found to be off-center after the operation so he removed it."